Event description:
On (B)(6) 2026 the reporter reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 46 mg/dl following overnight ilet therapy use. The caregiver administered glucagon and the user was evaluated by ems personnel who provided glucose gel treatment. No hospitalization was reported and no long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.